Event description:
It was reported that during use on a pt, a leak was noticed at the one-way valve of the recirculation line between the oxygenator and the reservoir. (B)(4).

Manufacturer narrative:
The device was requested for investigation but it hasn't arrived yet. A supplemental medwatch will be submitted when additional info becomes available.

Manufacturer narrative:
The sample was received for investigation in the laboratory of maquet. A tightness test with blue color has been performed. This test showed a leakage at the gluing connection from the inlet connector of the one way valve. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.